Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and perforation ("perforation of essure device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and menometrorrhagia ("menometrorrhagia"). The patient was treated with surgery (underwent laparoscopic). At the time of the report, the device dislocation, perforation and menometrorrhagia outcome was unknown. The reporter considered device dislocation, menometrorrhagia and perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and perforation ("perforation of essure device") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), menometrorrhagia ("menometrorrhagia") and device breakage ("fracturing of the implant"). The patient was treated with surgery (underwent laparoscopic surgery (surgery to remove the essure implant in (B)(6) 2013)) and surgery (underwent laparoscopic surgery (surgery to remove the essure implant in (B)(6) 2013)). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the device dislocation, perforation, menometrorrhagia and device breakage outcome was unknown. The reporter considered device breakage, device dislocation, menometrorrhagia and perforation to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-nov-2017: event "fracturing of implant" added. Essure removed through surgery in (B)(6) 2013. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), ovarian perforation ("ruptured ovary ,coil ruptured in the right ovarium"), perforation ("perforation of essure device"), device breakage ("fracturing of the implant"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type ii diabetes mellitus, irregular menstruation, c-section in 2003, infection nos in 2003 and cholecystectomy in 1996. Previously administered products included for an unreported indication: oral pill in 2003. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included ibuprofen (motrin), insulin (humalog [insulin]) and insulin glargine (lantus). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, ovarian perforation, perforation, device breakage, menometrorrhagia, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device breakage, device dislocation, menometrorrhagia, menorrhagia, ovarian perforation, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: total bilateral occlusion on (B)(6) 2012 patient had radiology of right abdomen resulted in severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine. On (B)(6) 2007: hysterosalpingogram (hsg) - total bilateral occlusion. On same day physician told plaintiff that both tubes looked good and sealed. Confirming the injuries reported in this case, the following one/ones were reported in medical record: menometrorrhagia. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality-safety evaluation of ptc FDA codes entry. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), ovarian perforation ("ruptured ovary ,coil ruptured in the right ovarium"), perforation ("perforation of essure device"), device breakage ("fracturing of the implant"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type ii diabetes mellitus, irregular menstruation, c-section in 2003, infection nos in 2003, cholecystectomy in 1996 and uterine ablation on(B)(6)2007 . Previously administered products included for an unreported indication: oral pill and yasmin. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included insulin glargine (lantus) and insulin lispro (humalog). On (B)(6)2007 , the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (ablation, oophorectomy (bilateral removal of ovary)., underwent laparoscopic surgery to remove the essure implant-unilateral salpingectomy and underwent laparoscopic surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device dislocation, ovarian perforation, perforation, device breakage, menometrorrhagia, bladder disorder, urinary tract disorder, anxiety and depression outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered anxiety, bladder disorder, depression, device breakage, device dislocation, menometrorrhagia, menorrhagia, ovarian perforation, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2012: severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine.. Hysterosalpingogram - on (B)(6)2007 : results: essure device was successfully occluded.; on (B)(6)2007 : results: total bilateral occlusion.on same day physician told plaintiff that both tubes looked good and sealed.. Confirming the injuries reported in this case, the following one/ones were reported in medical record: menometrorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event : bleeding outcome were updated. Historical drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), ovarian perforation ("ruptured ovary ,coil ruptured in the right ovarium"), perforation ("perforation of essure device"), device breakage ("fracturing of the implant"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)") and genital haemorrhage ("bleeding") in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included type ii diabetes mellitus, irregular menstruation, c-section in 2003, infection nos in 2003, cholecystectomy in 1996, uterine ablation on (B)(6) 2007, stroke and back pain. Previously administered products included for an unreported indication: oral pill and yasmin. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), insulin, insulin glargine (lantus) and insulin lispro (humalog). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (ablation, oophorectomy (bilateral removal of ovary)., underwent laparoscopic surgery to remove the essure implant-unilateral salpingectomy and underwent laparoscopic surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, ovarian perforation, perforation, device breakage, menometrorrhagia, bladder disorder, urinary tract disorder, anxiety and depression outcome was unknown and the vaginal haemorrhage, menorrhagia and genital haemorrhage had resolved. The reporter considered anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia, ovarian perforation, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine.. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded.; on (B)(6) 2007: results: total bilateral occlusion.on same day physician told plaintiff that both tubes looked good and sealed.. Confirming the injuries reported in this case, the following one/ones were reported in medical record: menometrorrhagia quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- event bleeding was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), ovarian perforation ("ruptured ovary ,coil ruptured in the right ovarium"), perforation ("perforation of essure device"), device breakage ("fracturing of the implant"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type ii diabetes mellitus, irregular menstruation, c-section in 2003, infection nos in 2003 and cholecystectomy in 1996. Previously administered products included for an unreported indication: oral pill in 2003. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included ibuprofen (motrin), insulin (humalog [insulin]) and insulin glargine (lantus). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, ovarian perforation, perforation, device breakage, menometrorrhagia, vaginal haemorrhage, menorrhagia, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device breakage, device dislocation, menometrorrhagia, menorrhagia, ovarian perforation, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: total bilateral occlusion on (B)(6) 2012 patient had radiology of right abdomen resulted in severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine. On (B)(6) 2007: hysterosalpingogram (hsg) - total bilateral occlusion. On same day physician told plaintiff that both tubes looked good and sealed. Confirming the injuries reported in this case, the following one/ones were reported in medical record: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: update of quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), ovarian perforation ("ruptured ovary ,coil ruptured in the right ovarium"), perforation ("perforation of essure device"), device breakage ("fracturing of the implant"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type ii diabetes mellitus, irregular menstruation, c-section in 2003, infection nos in 2003, cholecystectomy in 1996 and hysterectomy on 5-dec-2007. Previously administered products included for an unreported indication: oral pill in 2003. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included ibuprofen (motrin), insulin (humalog [insulin]) and insulin glargine (lantus). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (oophorectomy (one side removal of ovary).), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (underwent laparoscopic surgery to remove the essure implant.), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, ovarian perforation, perforation, device breakage, menometrorrhagia, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, anxiety and depression outcome was unknown. The reporter considered anxiety, bladder disorder, depression, device breakage, device dislocation, menometrorrhagia, menorrhagia, ovarian perforation, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: total bilateral occlusion on (B)(6) 2012 patient had radiology of right abdomen resulted in severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine. On (B)(6) 2007: hysterosalpingogram (hsg) - total bilateral occlusion. On same day physician told plaintiff that both tubes looked good and sealed. Confirming the injuries reported in this case, the following one/ones were reported in medical record: menometrorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received: event psychological or psychiatric problems condition: depression and mental anguish added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device dislocation ('migration of essure device'), ovarian perforation ('ruptured ovary ,coil ruptured in the right ovarium'), perforation ('perforation of essure device'), menometrorrhagia ('menometrorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6) 2007, c-section in 2003, infection nos in 2003, cholecystectomy in 1996, type ii diabetes mellitus, irregular menstruation, stroke and back pain. Previously administered products included for an unreported indication: oral pill and yasmin. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), insulin, insulin glargine (lantus) and insulin lispro (humalog). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation, oophorectomy (bilateral removal of ovary)., underwent laparoscopic surgery to remove the essure implant-unilateral salpingectomy-oophorectomy and underwent laparoscopic surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, ovarian perforation, perforation, menometrorrhagia, bladder disorder, urinary tract disorder, anxiety, depression and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian perforation, perforation, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for the following events "pelvic pain, abdominal pain, metrorraghia" were added. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded.; on (B)(6) 2007: results: total bilateral occlusion.on same day physician told plaintiff that both tubes looked good and sealed. Confirming the injuries reported in this case, the following one was reported in medical record: menometrorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), ovarian perforation ('ruptured ovary ,coil ruptured in the right ovarium'), perforation ('perforation of essure device'), device breakage ('fracturing of the implant'), menometrorrhagia ('menometrorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6)2007, c-section in 2003, infection nos in 2003, cholecystectomy in 1996, type ii diabetes mellitus, irregular menstruation, stroke and back pain. Previously administered products included for an unreported indication: oral pill and yasmin. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), insulin, insulin glargine (lantus) and insulin lispro (humalog). On (B)(6)2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation, oophorectomy (bilateral removal of ovary)., underwent laparoscopic surgery to remove the essure implant-unilateral salpingectomy-oophorectomy and underwent laparoscopic surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device dislocation, ovarian perforation, perforation, device breakage, menometrorrhagia, bladder disorder, urinary tract disorder, anxiety, depression and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian perforation, perforation, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for the following events "pelvic pain, abdominal pain, metrorraghia" were added. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2012: severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine.. Hysterosalpingogram - on (B)(6)2007: results: essure device was successfully occluded.; on (B)(6)2007: results: total bilateral occlusion. On same day physician told plaintiff that both tubes looked good and sealed. Confirming the injuries reported in this case, the following one was reported in medical record: menometrorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Events¿ abdominal pain, metrorraghia and post procedural complication¿ were added. Event¿ abdominal pain¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device dislocation ('migration of essure device'), ovarian perforation ('ruptured ovary ,coil ruptured in the right ovarium'), perforation ('perforation of essure device'), menometrorrhagia ('menometrorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 624489, 624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6) 2007, c-section in 2003, infection nos in 2003, cholecystectomy in 1996, type ii diabetes mellitus, irregular menstruation, stroke, back pain, morbid obesity, nephrolithiasis, spinal osteoarthritis, thrombotic stroke, congenital anomaly in offspring, cholecystectomy, ovarian enlargement, bleed in luteal cyst, follicular cyst of ovary and negative pregnancy test. Previously administered products included for an unreported indication: oral pill, insulin, verapamil., yasmin, plavix, aspirin and lexapro. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus, endometrial polyp, excessive menstruation, phlebolith, adnexal mass, left lower quadrant pain, pelvic hematoma and pelvic mass. Concomitant products included insulin, insulin glargine (lantus) and insulin lispro (humalog). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation/endometrial ablation, oophorectomy (bilateral removal of ovary)., underwent laparoscopic surgery to remove the essure implant-unilateral salpingectomy-oophorectomy and underwent laparoscopic surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, ovarian perforation, perforation, menometrorrhagia, bladder disorder, urinary tract disorder, anxiety, depression and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian perforation, perforation, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for the following events "pelvic pain, abdominal pain, metrorraghia" were added. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded.; on (B)(6) 2007: results: total bilateral occlusion.on same day physician told plaintiff that both tubes looked good and sealed. Confirming the injuries reported in this case, the following one was reported in medical record: menometrorrhagia, abdominal pain, ovarian perforation, pelvic pain. Lot number: 624469, manufacturing date: 2007-04, expiration date: 2009-03. Lot number: 624489, manufacturing date: 2007-05, expiration date: 2009-04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-apr-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing of the implant'), device dislocation ('migration of essure device'), ovarian perforation ('ruptured ovary ,coil ruptured in the right ovarium'), perforation ('perforation of essure device'), menometrorrhagia ('menometrorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 624489, 624469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6) 2007, c-section in 2003, infection nos in 2003, cholecystectomy in 1996, type ii diabetes mellitus, irregular menstruation, stroke, back pain, morbid obesity, nephrolithiasis, spinal osteoarthritis, thrombotic stroke, congenital anomaly in offspring, cholecystectomy, ovarian enlargement, bleed in luteal cyst, follicular cyst of ovary and negative pregnancy test. Previously administered products included for an unreported indication: oral pill, insulin, verapamil., yasmin, plavix, aspirin and lexapro. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus, endometrial polyp, excessive menstruation, phlebolith, adnexal mass, left lower quadrant pain, pelvic hematoma and pelvic mass. Concomitant products included (), insulin, insulin glargine (lantus) and insulin lispro (humalog). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation/endometrial ablation, oophorectomy (bilateral removal of ovary)., underwent laparoscopic surgery to remove the essure implant-unilateral salpingectomy-oophorectomy and underwent laparoscopic surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device breakage, device dislocation, ovarian perforation, perforation, menometrorrhagia, bladder disorder, urinary tract disorder, anxiety, depression and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian perforation, perforation, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for the following events "pelvic pain, abdominal pain, metrorraghia" were added. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine.. Hysterosalpingogram - on (B)(6) 2007: results: essure device was successfully occluded.; on (B)(6) 2007: results: total bilateral occlusion.on same day physician told plaintiff that both tubes looked good and sealed.. Confirming the injuries reported in this case, the following one was reported in medical record: menometrorrhagia, abdominal pain, ovarian perforation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information, medical history, lot number, auto narrative supplement were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device"), perforation ("perforation of essure device"), device breakage ("fracturing of the implant"), menometrorrhagia ("menometrorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and ovarian rupture ("ruptured ovary ,coil ruptured in the right ovarium") in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included type ii diabetes mellitus, irregular menstruation, c-section in 2003, infection nos in 2003 and cholecystectomy in 1996. Previously administered products included for an unreported indication: oral pill in 2003. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included ibuprofen (motrin), insulin (humalog [insulin]) and insulin glargine (lantus). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), ovarian rupture (seriousness criterion medically significant), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). The patient was treated with surgery (underwent laparoscopic surgery to remove the essure implant.) And surgery (ablation). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the device dislocation, perforation, device breakage, menometrorrhagia, vaginal haemorrhage, menorrhagia, ovarian rupture, bladder disorder and urinary tract disorder outcome was unknown. The reporter considered bladder disorder, device breakage, device dislocation, menometrorrhagia, menorrhagia, ovarian rupture, perforation, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: total bilateral occlusion. On (B)(6) 2012 patient had radiology of right abdomen resulted in severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine. Confirming the injuries reported in this case, the following one/ones were reported in medical record: menometrorrhagia. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs+mr received, reporters were added, patient historical and concomitant condition were added,lot number received.events added as follows:- vaginal bleeding, bladder problems, urinary tract disorder, ovariun rupture, pelvic pain incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), ovarian perforation ('ruptured ovary ,coil ruptured in the right ovarium'), perforation ('perforation of essure device'), device breakage ('fracturing of the implant'), menometrorrhagia ('menometrorrhagia'), vaginal haemorrhage ('abnormal bleeding (vaginal) /abnormal bleeding (vaginal, menorrhagia)') and menorrhagia ('abnormal bleeding (menorrhagia) /abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (ess205) (batch no. 624489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine ablation on (B)(6)2007, c-section in 2003, infection nos in 2003, cholecystectomy in 1996, type ii diabetes mellitus, irregular menstruation, stroke and back pain. Previously administered products included for an unreported indication: oral pill and yasmin. Concurrent conditions included calculus of kidney, flank pain, nausea, unilateral renal calculus and endometrial polyp. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), insulin, insulin glargine (lantus) and insulin lispro (humalog). On (B)(6)2007, the patient had essure (ess205) inserted. In 2008, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), ovarian perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device breakage (seriousness criteria medically significant and intervention required), menometrorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (ablation, oophorectomy (bilateral removal of ovary)., underwent laparoscopic surgery to remove the essure implant-unilateral salpingectomy-oophorectomy and underwent laparoscopic surgery to remove the essure implant.). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device dislocation, ovarian perforation, perforation, device breakage, menometrorrhagia, bladder disorder, urinary tract disorder, anxiety, depression and post procedural complication outcome was unknown and the vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device breakage, device dislocation, genital haemorrhage, menometrorrhagia, menorrhagia, metrorrhagia, ovarian perforation, perforation, post procedural complication, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: she had received treatment for the following events "pelvic pain, abdominal pain, metrorrhagia" were added. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6)2012: severe sclerotic change of the lumbar spine at l3-l4. There are bilateral essure devices. Also multiple pelvic phleboliths, left small renal stone present, degenerative changes the lumbar spine.. Hysterosalpingogram - on (B)(6)2007: results: essure device was successfully occluded.; on (B)(6)2007: results: total bilateral occlusion. On same day physician told plaintiff that both tubes looked good and sealed.. Confirming the injuries reported in this case, the following one was reported in medical record: menometrorrhagia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff information form received. Events¿ abdominal pain, metrorrhagia and post procedural complication¿ were added. Event¿ abdominal pain¿ outcome was updated to recovered/resolved. Previously reported event" genital bleeding " seriousness criterion was updated to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.